Event description:
The MFR rec'd info alleging that ventilator's internal battery did not charge. There was no pt harm or injury reported. The device has yet to be evaluated. A f/u report will be submitted when the MFR's investigation is complete.